Manufacturer narrative:
The device was returned to ekos and evaluated on (B)(6) 2018. The reported "iddc wouldn't infuse" complaint was confirmed. Microscopic investigation of the iddc revealed that all drug holes were occluded. There was also blood present in the IV line leading to the drug port. A rupture through the drug lumen was noted at 88 cm from the distal end of the strain relief. The device damage (ruptured drug lumen) was consistent with excessive applied pressure. Based on the investigation of the returned device, the rupture might have occurred while inside the patient. The physician stated he was going to deliver lytic through the coolant lumen. He was advised that lytic would only exit the catheter at the tip when infused through the coolant lumen. The physician reported that the patient had a clot distally and didn't want to replace the device. It was reported that there were no fluids infusing through the drug port for an hour which resulted in the catheter occlusion. No patient impact was reported and it was reported the patient did well.

Event description:
On (B)(6) 2017, a physician reported that the iddc, in the right side, wouldn't infuse through the drug lumen during a bilateral pe case. Multiple attempts were made to flush with a 1 and 3 cc syringe, but the occlusion could not be resolved. Upon investigation of the returned device, the reported "iddc wouldn't infuse" complaint was confirmed. A rupture through the drug lumen was noted at 88 cm from the distal end of the strain relief. Based on the investigation of the returned device, it may have ruptured while inside the patient.